Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to awaken with a no delivery alarm. Customer's blood glucose was 325 mg/dl, which was treated with manual injection. Customer declined to troubleshoot as he wanted insulin replaced. Customer would call back. No further information provided.